Manufacturer narrative:
Button error alarm and no esc and act button response due to corroded keypad traces. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error. Customer does not recall any significant events leading to the error. Child's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.